Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported a red heart alarm shortly after the system cell battery alarm blinked for a few seconds, and then the pump stopped. The system controller was interrogated and revealed "replace controller", "system cell low" and "pump off" alarms. The patient felt faint, short of breath and lightheaded. The patient changed the system controller and the alarms stopped. Patient was no longer symptomatic.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.